Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported a device was smoking while on a patient. The alaris system had a pump module on the left side with maintenance fluids infusing and the right side had a pca connected which was not in use. The device was alarming and a nurse walked into the room and visualized smoke between the pcu and the pca. The nurse immediately took the alaris system out of the room. The nurse disconnected the pca from the pcu and noticed iui's on both devices had burn marks. A new alaris system was set up and the infusion continued with no problems. No patient harm or medical intervention occurred. Although requested, no additional event or patient information was provided by the user.